Event description:
It was reported that customer received a no delivery alarm and was able to deliver after second bolus attempt. It was also reported that customer received a motor error alarm during basal. Customer's blood glucose was 11.4 mmol/l. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms or motor error alarm noted. Motor was tested outside the device and passed. Insulin pump was unable to prime during prime/delivery test due to faulty force sensor resistor and was unable to complete functional test due to prime anomaly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.